Manufacturer narrative:
Investigation - evaluation: a review of the device history record, complaint history, documentation, quality control, specifications and visual inspection of the returned device were conducted during the investigation. Only the basket formation was returned for investigation. A visual examination noted that one of the wires was broken and appears cut at an angle. One of the wires was bent as though caught on something. There were two wires that protruded from the back of the cannula. Additionally, a document based investigation was performed. There was no evidence to suggest the product was not made to specifications. A review of the device history record found no nonconformances that would contribute to the reported failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information and/or completion of the investigation.

Event description:
The customer reported that during a ureteroscopy, an ncircle tipless stone extractor basket broke off inside the patient. A section of the device did not remain inside the patient¿s body. The patient required an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested.